Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level above 300 (mg/dl). An injection was delivered to address bg levels. During troubleshooting with tandem technical support, the source of the occlusion was determined to be possibly at the infusion site; however, the customer reported changed their site twice the day the event was reported. It was recommended that the customer change the anchor/site portion of their infusion set.